Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented with complaints of chest discomfort. An interrogation revealed high right ventricular (rv) lead threshold measurements. An echocardiogram was done and revealed a small effusion. No perforation was observed on the echocardiogram. The patient is not pacemaker dependent and there was no loss of capture due to the high threshold measurements. The patient had a computerized tomography (CT) scan and no perforation was noted there either, thus the cause of the pericardial effusion remained unknown. No programming changes were made to the system due to the effusion, however the patient is also being treated for pericarditis. Additional information was received that the rv lead was explanted for increased threshold measurements. No additional adverse patient effects were reported.